Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device trocar tip sheared during use dropping shards into abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device trocar tip sheared during use dropping shards into abdomen and were retrieved. A small rent in the peritoneum caused when retrieving the shards required repair with absorbable tacks. The patient was discharged home with routine follow-up.